Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered and replaced the power control board and surge suppressor board. The system now boots and works as intended.